Event description:
A report was received that the patient underwent an explant to upgrade to a newer device model; no problems were reported with the existing device. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Product analysis showed the returned device exhibited normal characteristics. This is a final report.